Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas 8000 cobas ise module. The initial result was 134 mmol/l. The repeated result was 144 mmol/l. The initial result was reported outside of the laboratory but was quickly questioned and repeated.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The customer's qc recovery was provided and contained results outside of the acceptable limits. The customer's last calibration was performed on 18-mar-2024 and was ok. The customer's alarm trace contained abnormal aspiration alarms. The field service representative found the cause was a pitted dilution vessel. He removed and replaced the pitted dilution vessel. He successfully performed calibration and qc without errors. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.